Event description:
The patient developed an infection in the pump pocket. The pump was explanted on (B)(6) 2015 and will be returned for evaluation.

Manufacturer narrative:
When the device is returned and the investigation is complete, a supplemental MDR will be filed. Internal complaint number: (B)(4).